Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The ceramic tip was deteriorated (broken). A root cause could not be identified. Based on the results of the investigation, it is likely component failure of the ceramic tip (insulation beak) led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the outer sheath exhibited a deteriorated ceramic tip. The issue occurred during maintenance. There was no patient involvement.